Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the sensor was missing the electrode on the sensor when they removed it from the body. It was stated that there was no signal. The blood glucose reading was unknown.